Event description:
It was reported that the patient was recently implanted and after their settings were increased, the patient began experiencing increase in seizures. No other relevant information has been received to date.